Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: failed dry leak test; air/ water nozzle glue missing; failed wet leak test; customer complaint not duplicated; lg connector leak between root brace and pve connector. The device is currently pending repair disposition. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope eg-2790i. In the event reported the user stated there was no video/error msg, scope not conn. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.